Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during total laparoscopic hysterectomy while suturing vaginal cuff, the device was difficult to unload, toggle and the needle got broke. The needle fell into the patient cavity and was not retrieved. An x-ray was performed on (B)(6) 2017. The surgical time was extended due to the product problem. Patient status: alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.